Manufacturer narrative:
Citation: christoph j. Griessenauer, lucy he, mohamed salem, michelle h. Chua, christopher s. Ogilvy, and ajith j. Thomas. Middle meningeal artery: gateway for effective transarterial onyx embolization of dural arteriovenous fistulas. 2016 wiley periodicals, inc. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Additional information has been requested. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of a retrospective cohort study on patients who underwent transarterial onyx embolization of a non-cavernous sinus davfs with contribution from the mma at a major academic institution in the united states from january 2009 to january 2015 that one patient experienced distal emboli in the internal carotid artery that resolved with the administration antithrombotic therapy. The patient presented with lethargy and headache (cerebellar intraparenchymal hematoma). The davf was located in the posterior cran ial fossa (right petrosal sinus). The davf had 5 arterial feeders: r mma, r max, r mht, r opthamlic, r ilt. The mma was robust. The distal emboli in the ica was resolved during the procedure with antithrombotics. Final dsa showed a completed cure of the davf. The patient's neurological outcome is dysdiadochokinesia.

Manufacturer narrative:
Same literature article as reported in mdrs: 2029214-2016-00869, 2029214-2016-00870, 2029214-2016-00871, 2029214-2016-00872, 2029214 -2016-00873, 2029214-2016-00874.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.